Manufacturer narrative:
D4 UDI and h4 manufacture date was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Ppae: (hypotension): the cause of the injury was not determined due to insufficient clinical details. (Infection): in order to make a cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a female patient with acute myocardial infarction and cardiogenic shock underwent implantation of a temporary circulatory support device, and the procedure was completed. Following implantation, the physician suspected sepsis as the potential cause of worsening hypotension, which required escalation of vasoactive medications, although sepsis was not documented. Device removal was being considered due to the patient¿s clinical condition. The temporary circulatory support device was conservatively associated with infection and hypotension, though these events were not believed to be device related.